Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture, high impedance, high thresholds and was unable to capture at the highest output. The rv lead was capped and replaced. It was also reported that during the placement of the left ventricular (lv) lead, the replacement rv lead dislodged. When the physician tried to reposition the rv lead, the helix was retracted and upon placing in a new position would not extend. The replacement rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.